Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that syringe sizer sensor is being replaced for unspecified reasons on a few devices. Issues were observed while testing for few units. Requesting parts for avoiding delay in repairs. The customer confirmed that there was no patient involvement .